Event description:
Pt reported back to back test readings obtained on pt's meter using different finger sticks were 220 and 279 mg/dl (24% difference). No symptoms were reported. Lsf reprsentative discovered meter code (11) did not match strip code (4). On follow-up, pt states meter is working fine after being reset. There was no allegation of harm.